Event description:
It was reported that the lead exhibited unacceptable thresholds and poor sensing values. An attempt to reposition the lead was unsuccessful. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.